Manufacturer narrative:
Correction to section h6 impact codes. Code f22 was added. Detailed product information was not provided to bsc. It was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced st segment elevation and coronary spasm. After completing pulmonary vein isolation, the physician went to the right side with the farawave pulsed field ablation catheter. The physician then instructed the certified registered nurse anesthetist (crna) to give nitro and waited 30 seconds prior to starting ablations. The physician gave 22 lesions on the cavotricuspid isthmus (cti) without issues, but on the 23rd application the patient had a coronary spasm and st elevation was observed on the EKG. The physician then instructed the crna to give more nitro while the physician observed the EKG. After giving more nitro, the patient no longer had any signs of st elevation at the end of the case. The procedure was completed, and the patient is expected to fully recover. The catheter is not expected to return, and the lot number is not available. It was further reported that the total amount of nitro given pre ablation was 500mg and 500mg during ablation and 1ml after ablation and spasm. Vasospasm was confirmed via coronary angiography. The patient did not have pre-existing conditions which may have contributed.

Event description:
It was reported that the patient experienced st segment elevation and coronary spasm. After completing pulmonary vein isolation, the physician went to the right side with the farawave pulsed field ablation catheter. The physician then instructed the certified registered nurse anesthetist (crna) to give nitro and waited 30 seconds prior to starting ablations. The physician gave 22 lesions on the cavotricuspid isthmus (cti) without issues, but on the 23rd application the patient had a coronary spasm and st elevation was observed on the EKG. The physician then instructed the crna to give more nitro while the physician observed the EKG. After giving more nitro, the patient no longer had any signs of st elevation at the end of the case. The procedure was completed, and the patient is expected to fully recover. The catheter is not expected to return, and the lot number is not available. It was further reported that the total amount of nitro given pre ablation was 500mg and 500mg during ablation and 1ml after ablation and spasm. Vasospasm was confirmed via coronary angiography. The patient did not have pre-existing conditions which may have contributed.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem detailed product information was not provided to bsc. It was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced st segment elevation and coronary spasm. After completing pulmonary vein isolation, the physician went to the right side with the farawave pulsed field ablation catheter. The physician then instructed the certified registered nurse anesthetist (crna) to give nitro and waited 30 seconds prior to starting ablations. The physician gave 22 lesions on the cavotricuspid isthmus (cti) without issues, but on the 23rd application the patient had a coronary spasm and st elevation was observed on the EKG. The physician then instructed the crna to give more nitro while the physician observed the EKG. After giving more nitro, the patient no longer had any signs of st elevation at the end of the case. The procedure was completed, and the patient is expected to fully recover. The catheter is not expected to return, and the lot number is not available.